Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
It was reported that the ventilator was not reading tidal volumes and is not reading a rate. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The service engineer (se) inspected the device. The se could not duplicate the reported issue however, found that the flow was reading out of specification. The se replaced the flow sensor and the unit passed all testing.

Manufacturer narrative:
B4: 26jul2020. G4: 24jul2020. H10: a gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to air flow sensor component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.